Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked or damaged. No damages or defects were noted to the formed needle or soft cannula that may cause irritation. The exact cause of the reported irritation could not be determined. Attempts to retrieve data from the pod were unsuccessful. Corrosion was noted on the pcb. The bottom two batteries had less than the expected amount of voltage. Damage was noted to the o-ring, and fluid pooled above the plunger in the reservoir. The pod could not properly deliver insulin as there was a leak in the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by mother that the patient's blood glucose levels read "high" (>500 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Mother noticed irritation at the site as well. Ketones were also tested and the results were negative. As treatment, basal was increased, manual injections of insulin were delivered and a new pod was applied.